Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a partial view of the introducer needle. A crack can be noted on the luer adaptor. Therefore, the investigation is confirmed for the reported needle luer fracture and fluid leak issue. However, it is inconclusive for the reported suction problem and air/gas in device as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport isp. During the procedure, the introducer needle allegedly couldn't draw any return blood. It was further reported that the pink introducer needle allegedly cracked and was leaking. Reportedly, patient allegedly experienced pain and air leakage was observed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport isp. During the procedure, the introducer needle allegedly couldn't draw any return blood. It was further reported that the pink introducer needle allegedly cracked and was leaking. Reportedly, patient allegedly experienced pain and air leakage was observed. There was no reported patient injury.